Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the insulin pump alarmed a no delivery alarm during bolus. Customer's blood glucose was 360 mg/dl. Customer reported the alarm was cleared by a complete set change. After troubleshooting, customer was advised that changing the reservoir resolved the problem. Customer was advised the reservoir will be replaced. Customer agreed to return the reservoir for analysis.